Event description:
It was reported that a ge healthcare service rep disconnected hoses from the hospital wall outlet to move the anesthesia machine and noted that the air hose was missing an index pin. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.